Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticmo13.2 -10.5/+0.5/025 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive surprise and excessive vault are reported. The lens was exchanged for a shorter length lens on (B)(6) 2021. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -10.5/+0.5/025 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive suprise and excessive vault are reported. The lens remains implanted. The cause is reported as unknown.